Event description:
It was reported that during a pci procedure of a graft in the right coronary artery (rca) the pt2 moderate support guide wire fractured. The physician had attempted to access the graft with another manufactures guide catheter and guide wire, however, this was unsuccessful due to the guiding support. The physician then exchanged for a 90cm jr 8f guide catheter and the pt2 moderate support wire. The physician was able to access the graft with the pt2 moderate support guide wire and attempted to advance a maverick monorail balloon catheter across the lesion, however, the balloon was unable to cross the lesion. During withdrawal, the guide wire fractured and a portion remained in the patient. The patient was sent to surgery for removal of the wire fragment. It was further reported that the patient was "okay" following surgery.